Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment, action taken with pd therapy and patient outcome were not reported. On an unreported date, the patient was discharged from the hospital. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the cause of the peritonitis was unknown. The patient was treated with unknown antibiotics (route, dose, frequency and duration not reported) for the peritonitis event. On an unreported date, the pd catheter was removed and hemodialysis (hd) was started. At the time of this report the patient was recovering from this peritonitis event and remained on hd therapy. Should additional relevant information become available, a supplemental report will be submitted.